Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the device jammed clips. Clips fell out of instrument. A new instrument was used to complete the procedure. There were no adverse consequences to the patient.